Event description:
The user facility reported a 47-year-old patient on impella cp support and the patient experienced a hematoma and bruising. Three units of red blood cells (rbc) were given, and manual pressure was held. There were intermittent suction alarms at p4. The alarm was not sounding appropriately, so the aic monitor was exchanged. The air in line, change purge line, and change bag alarms started. The purge cassette was changed, alarms resolved, and the wave forms had better pulsatility.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ this report is being filed as part of a retrospective review of historical records.